Event description:
It was reported that the user experienced an urgent low glucose alert on the first day of ilet use shortly after their first meal announcement, with a concurrent fingerstick value of 54 mg/dl; the user treated with oral carbohydrate and was advised on low glucose treatment while the agent noted the system was in its learning period. Symptoms included hypoglycemia. Outcomes included recovery of blood glucose to 81 mg/dl and self-monitoring without further assistance. Investigation included troubleshooting and education by the agent. Investigation of this case revealed no device malfunction identified during the interaction and an unclear precipitating cause for the hypoglycemic event in the context of early system adaptation. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.